Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the feed was set up and on run when numerous air gaps in the feeding tube were observed. No alarm occurred. The customer stated they had to change the set out. This issue caused the 17 month old patient to have flatulence and tummy distress.

Manufacturer narrative:
Two samples were returned for evaluation, one used sample and one unused sample. We were able to confirm the reported condition on the used sample. There were no problems detected on the unused sample. A corrective action has already been opened to further investigate this issue.

Manufacturer narrative:
Samples were not received for the investigation. If a sample is received at a later date, it will be analyzed accordingly. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine a root cause. However, a corrective and preventive action (CAPA) was opened to further investigate this issue.